Event description:
It was reported to boston scientific corporation that a wallflex biliary covered was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure at the papilla performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant stricture in the common bile duct (cbd). Reportedly, the patient anatomy was not tortuous. During the procedure, the physician attempted to deploy a wallflex biliary stent but had difficult during deployment. The stent was able to be deployed but not in the intended location. The device was removed from the patient and the procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine. It was reported that the patient was rescheduled for another procedure and there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.